Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer was admitted to hospital with high blood glucose level (around 20 mmol/l) and ketosis. In the hospital, the pump was removed. Correction was made in the hospital with insulin, saline and glucose. The pump was connected again when patient was stabilized, but after several hours blood glucose level rose again. Insulin and infusion set were ok. The pump was changed and patient is healthy. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.